Event description:
It was reported the flex video scope exhibited the image became blurred, indistinct or noisy. There were no reports of patient involvement.

Manufacturer narrative:
E1: (B)(6). The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: u plug unit is not good, which causes the image becomes blurred, indistinct or noisy. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.